Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was attempted and successfully deployed with moderate paravalvular leak (pvl). Another valve was then deployed inside the valve (valve-in-valve) resolving the pvl. A dissection of the abdominal aorta occurred during the procedure; no treatment was prescribed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Dissections and perforations are known potential adverse effects per the corevalve instructions for use (IFU) that can occur during any invasive procedure and does not indicate a potential manufacturing issue. Without return of the product a conclusive cause of the clinical observations could not be determined. (B)(4).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.